Manufacturer narrative:
Visual examination of the returned sample showed the needle is bent. The port window is in the opened position and there is dried solution visible all over the cutter, needle, collection cassette and tubing. The cutter looks used, as there is fluid in the lines. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris elite system, and the cutter did not cut. The inner needle is binding up and blocking the port window, preventing cutting and aspiration. It should be noted that a bent needle could contribute to poor cutting performance due to friction and binding between the inner and out needle assemblies. Due to the dirtied, used, damaged condition in which the product was returned it was not possible to determine a root cause for the bent needle which as noted can contribute to poor cutting performance. We will continue to monitor for the reported complaint. No corrective action is required. See related report- 0001920664-2023-70027.

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. The device has been requested for evaluation. This investigation is ongoing. See related report- 0001920664-2023-70027.

Event description:
It was reported by the user facility that the cutter''s aspiration was not working. Aspiration stopped and complete removal of the lens was not possible, therefore a secondary surgery was required. The second surgery went fine, with no issues removing the remaining lens fragment. Surgery was a success.